Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of green image was confirmed. Based on the results of the investigation, it¿s likely that the reported issue of damaged faulty fiber bundle and charged couple device occurred due to improper handling by the user. However, the specific root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a green image. The event was found during preparation for use. The procedure was completed. They were able to continue the operation by using a separate optic with a camera in place of the endoeye. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.